Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on january 03, 2024.

Manufacturer narrative:
Per the clinic, the device was explanted (date not reported). It is unknown if there are plans to reimplant the patient with a new device. This report is submitted on (B)(6) 2024.